Event description:
It was reported that the infusion sets were backing up with blood and the insulin pump was not alerting. The blood glucose reading would go high. The blood glucose reading went as high as 400 mg/dl. Customer concerned that she is not getting alerted to a blockage. The blood glucose is 84 mg/dl.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.